Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the iabp was contaminated with blood. The safety disk (0997-00-0985-01), condensation removal module (0997-00-0986-01) and fill tubing (0008-00-0331) with filter were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a blood back issue. Blood drew back into tubing. No patient harm was reported.